Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that maxplus leaking. The oncology clinicians stated, ¿only see ¿splashing¿ when the curos cap 0086 is in use on the maxplus or maxzero connector on the extra port of the power loc safety infusion set , not occurring any other time¿. This is file 1 of 2.

Manufacturer narrative:
The customer's report of maxplus leaking and splashing was not confirmed. The maxplus connectors were received attached to each of the set's two ports. Visual inspection showed no anomalies. Functional testing showed no anomalies. Pressure testing of the mated components showed no anomalies. The root cause of the customer's report could not be determined.

Event description:
It was reported that maxplus leaking. The oncology clinicians stated, ¿only see ¿splashing¿ when the curos cap 0086 is in use on the maxplus or maxzero connector on the extra port of the power loc safety infusion set , not occurring any other time¿.

Event description:
It was reported that a maxplus leaking. The oncology clinicians stated, ¿only see ¿splashing¿ when the curos cap 0086 is in use on the maxplus or maxzero connector on the extra port of the power loc safety infusion set , not occurring any other time¿. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional info: d.10;h.6.